Event description:
Approximately 2.5 months after implant of a size 27 mitral cphv, the patient presented with shortness of breath and peripheral cyanosis. An echocardiogram revealed a thrombosed valve that was replaced with a st. Jude medical mechanical heart valve. The patient developed progressive bleeding as a result of coagulopathy which significantly decreased with treatment. The patient expired three days later in or recovery.